Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was replaced due to elective replacement indicator (eri). The battery longevity was less than expected. The ipg was removed and a new device was implanted successfully. No patient complications have been reported as a result of this event.